Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with syncope in a nursing home. The patient was admitted to the hospital and upon interrogation it was noted that the device was pacing at twenty beats per minute. The right ventricular lead was oversensing noise and it was suspected that this was the cause of the low pacing rate. It was suspected that the noise was caused by clavicular crush. The lead was capped and replaced on (B)(6) 2014.